Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 495 mg/dl, 300's (mg/dl), and 200's (mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.